Manufacturer narrative:
This initial regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Upon investigation of the actual device used in this incident, it was determined that the application was crashed due to software corruption. A field service engineer replaced the hard drive and had the technical support specialist dial into the station, performed full synchronization, set station to auto login and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es application locked and logged out. The physician had selected several medications on-screen, when the pyxis locked out. The customer stated that the issue caused a delay in dispensing the medications. There were no adverse events or injuries reported based on this incident.